Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer put in a new battery but it is saying that the battery failed. Customer's blood glucose level was 110 mg/dl. Customer stated that she never clears the alarm. Troubleshooting was performed and customer received another failed battery test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.